Event description:
Pt reported he has had flu like symptoms, not feeling well off and on, since he had the injection. Denies any redness / swelling to the right knee. Just overall not feeling well and no pain relief. Therapy start date: (b)(6 2017.